Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR # 2134265-2017-00173. It was reported that a loss of aspiration occurred due to an error message. An angiojet® solent¿ proxi catheter was selected for an arteriovenous (av) fistula gram declot. During the procedure, while inside the patient, the catheter received a saline error and the pump was filling with water. About 10-15 seconds after priming, the catheter did not work. A loss of aspiration occurred when the machine stopped due to the error message. The second catheter experienced the same issue. The third catheter did not prime. The fourth catheter had water in the pump, but was able to complete the case. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the pump, hypotube, shaft, and tip were microscopically and tactile inspected. Inspection found no irregularities or defects. Functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector is in indication that the outlet adapter seal failed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
Same case as MDR # 2134265-2017-00173. It was reported that a loss of aspiration occurred due to an error message. An angiojet® solent¿ proxi catheter was selected for an arteriovenous (av) fistula gram declot. During the procedure, while inside the patient, the catheter received a saline error and the pump was filling with water. About 10-15 seconds after priming, the catheter did not work. A loss of aspiration occurred when the machine stopped due to the error message. The second catheter experienced the same issue. The third catheter did not prime. The fourth catheter had water in the pump, but was able to complete the case. There were no patient complications reported.